Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the hose clamp on the heat exchanger was stripped. Additional malfunctions were inlet filter on the sound box was dirty and the cabinet filter on the cabinet was dirty.